Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that the pt's ECG rhythm during this analysis event, consistently fell below our ECG analysis algorithm's minimum requirement of 100 mv for the voltage level or size of the signal. In addition, the normalized amplitude (amount of time that the signal remained at the baseline level) did not meet the algorithm's requirement for a shockable rhythm. For the first of the three 3 second ECG segments, the algorithm determined this segment to be shockable. For the second and third 3 second ECG segments, the voltage levels and normalized amplitude levels fell below requirements. Since only one of the three 3 second ECG segments was determined to be shockable, the overall result was determined to be no shock advised. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. No trend is associated with reports of this type.